Event description:
It was reported that a y type blood set leaked from the tubing joint just below the lower chamber. This occurred while the line was being flushed with saline and before patient connection. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; however photographs of it were provided for evaluation. Photographic inspection did not find any defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.